Event description:
It was reported that during the index procedure on (B)(6) 2010, a 3.0 x 18 mm promus stent was implanted in the proximal left anterior descending artery (lad). A 2.75 x 15 mm promus stent was also deployed in the mid lad; distal to the stent a slight spasm was noted, which was treated with a total of 400 mcg of nitroglycerin and improvement was noted. A 2.5 x 8 mm promus stent was deployed in the ostium of the first diagonal artery. The procedure was considered successful and the patient was discharged from the hospital. The patient presented to the emergency room on (B)(6) 2010, angiography was performed and a 90% restenosis was found in the distal end of the stent in the proximal lad. The other two promus stents were patent. The restenosis was treated with a 3.0 x 8 mm promus stent. Post dilatation was performed with an non-abbott balloon catheter. Procedure was considered successful. Patient was discharged on dual antiplatelet therapy, long term. No additional informations was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex (cx) artery. After positioning a non-abbott guide wire, pre-dilatation was performed along the artery with 3 different balloons inflated. The 2.25 x 28 promus was advanced into the vessel, but it did not cross the segment of tortuosity in the proximal lesion. When the device was removed, the shaft was observed to be kinked. Additional pre-dilation was performed in the proximal lesion with a 2.5 x 10 cutting balloon. Another attempt was made to cross with the promus stent, but again it was unsuccessful. A second non-abbott guide wire was placed in the distal lesion and another pre-dilatation was performed in the proximal lesion with a 3.0 x 12 balloon. Control angiography revealed a type c dissection in the mid cx and timi 3. Cx angioplasty without angiographic success. This is being reported based on the physician's comment, received on (B)(6) 2010, stating that the promus stent "was the problem" and it cannot be confirmed if it is referring to causing the dissection rather than the failure to cross. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support, and is not often associated with a product quality deficiency. In this instance, a cutting balloon was used and multiple dilatations were performed, suggesting the lesion was heavily calcified. Further, it was noted that the lesion was tortuous. Therefore, the reported difficulty appears to be related to circumstances of the procedure. Factors that may contribute to kink damage include, but are not limited to, manufacturing, handling during removal from packaging, preparation of the catheter, patient anatomy, placement technique, and amount of support provided when loading the catheter onto the guide wire. To help ensure that kinks are not the result of the manufacturing process, all stent delivery systems (sds) are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Since no damage was noted to the sds during product inspection prior to use, this suggests a product deficiency did not contribute to the reported difficulties and is likely the result of case circumstances. Reportedly, after the initial failure to cross, the shaft was noted to be kinked and a second attempt was made to cross the promus sds. It should be noted that the promus instructions for use (IFU) instructs the user to inspect for bends, kinks, and other damage and not to use if any defects are noted. The IFU further states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Dissection is listed as a known adverse event of coronary stenting in the product IFU and states that implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although it was reported that angioplasty was performed in the cx without angiographic success, it is not certain that this was done as treatment for the dissection, as it could not be confirmed. Several attempts were made to obtain additional information on this event, however, no clarification has been provided. In this case, the reported failure to advance and kink appear to be related to the operational context of the procedure; however, a conclusive cause for the patient effects, and their relationship to the product, if any, could not be determined.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood on the balloon and contrast in the inflation lumen and balloon. This is consistent with preparation and use inside the body. The stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis of the tip length and the stent implant outer diameters met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support, and is not often associated with a product quality deficiency. The kinked shaft was confirmed, as it was reported that after the failure to cross the tortuous lesion, the shaft was noted to be kinked during withdrawal. Since no damage was noted to the sds during product inspection prior to use, this suggests a product deficiency did not contribute to the reported difficulties and is likely the result of case circumstances. However, it was also reported that after the initial failure to cross, and after the shaft was kinked, a second attempt was made to cross the promus sds. It should be noted that the promus instructions for use (IFU) instructs the user to inspect for bends, kinks, and other damage and not to use if any defects are noted. The IFU further states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It was also noted that the proximal end of the stent had stretched struts. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. This damage was not reported, however, likely occurred during the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. Based on the reported information, a dissection occurred during the procedure. Dissection is listed as a known adverse event of coronary stenting in the product IFU and states that implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although it was reported that angioplasty was performed (additional therapy/non-surgical treatment) in the cx without angiographic success, it is not certain that this was done as treatment for the dissection, as it could not be confirmed. Several attempts were made to obtain additional information on this event, however, no clarification has been provided. In this case, the reported failure to advance, stent damage, and kink appear to be related to the operational context of the procedure; however, a conclusive cause for the patient effects, and their relationship to the product, if any, could not be determined. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected.